Event description:
The patient was admitted on earlier this year. Approximately two weeks later, a CT scan showed a retained foreign body in their pulmonary artery. The object was removed that same day. The object that was retrieved is greenish in color, 10 inches long, pliable with an elastic component. The patient did not sustain any known harm. It is unknown when, where or how this occurred. The patient has multiple co-morbidites and has had several procedures. It was our best determined guess that the object removed was a hydro-glide insertion stylet from a power PICC kit.======================manufacturer response for power PICC 5 fr. Dual-lumen polyurethane catheter, bard power PICC (per site reporter).======================they have not heard of similar occurrence and were looking into how this could potentially have occurred.